Event description:
The customer reported the image of iterative model reconstruction (imr) images from a gated computed tomography angiogram (cta) of the body utilizing electrocardiogram (ECG) monitoring was not as expected. A philips clinical science development specialist (csds) confirmed there was no rescan of a pt and the images reconstructed with imr were not used for interpretation. The customer reconstructed the images with the idose reconstruction and the trained professional used those images for interpretation. There was no harm to pt or operator. The csdc found the images had very bright regions that are very artificial.

Manufacturer narrative:
(B)(4). We will file a follow up MDR at the completion of the investigation. (B)(4).